Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical affairs specialist (mas) was unable to contact the patient. The patient said she obtained a result of 355 in april. As a result, she reportedly took 25 units of humalog insulin instead of 20 units. Information regarding the patient's complete diabetes treatment regimen was not provided. At an unidentified time interval after the issue occurred the patient claimed she felt tired, dizzy, woozy, and "just out". She said a result of 65 was obtained on an emt meter after she drank orange juice and sugar. The patient received assistance in the ER. She said 7 or 8 vials of blood were drawn; she received a "shunt" and diuretic medication. She also said, she didn't remember everything regarding the treatment she received. Blood glucose readings obtained in the ER were not provided. The cca noted that the patient followed correct testing technique. The patient's products were replaced. The complaint is reported because the patient alleges she took additional insulin based on an inaccurately high reading on the lfs product. She claims that afterward, she experienced symptoms that may be associated with hypoglycemia and a low reading on an emt meter after drinking orange juice and sugar.